Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information regarding the cause of death was requested but is reportedly not available.

Event description:
On (B)(6) 2009 the patient underwent treatment of an unknown etiology whereby a gore® tag® thoracic endoprosthesis was implanted. On (B)(6) 2009, the patient expired. Multiple attempts were made to request additional information regarding the patient's cause of death, but the requested information is reportedly not available.